Event description:
It was reported to philips that the device displayed dashed lines for 12 lead ecgs. The patient involved was reported to not have experienced harm or adverse impact. There was no initial report of immediate clinical action taken to prevent serious injury or death.